Event description:
It was reported that during the a endoscopic carpal tunel the knives cannot longer be bent. They are very rigid and the breakages are frequent, this requires the use of several knives during a single procedure. No patient injuries or delay reported. Back-up device was available.

Manufacturer narrative:
One disposable 3mm hook knife was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The distal end has broken off. The shaft is bent in multiple location on two planes. Examination of the break area using a stereo microscope confirmed no material voids. The condition of the device indicates the device was subjected to excessive force during use. Per the device IFU 1061352 under precautions: as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that the knives cannot longer be bent. They are very rigid and the breakages are frequent, this requires the use of several knives during a single procedure. No patient injuries reported. Back-up device was available. It is unknown if there was a delay of the surgical procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.